Event description:
It was reported that there was a patient tamponade during an afib ablation procedure. The doctor had difficulty accumulating the cs, as they moved across the roof line the catheter approached the left atrial appendage. The patient's blood pressure dropped and there was fluid in the pericardium. An echo and a pericardiocentesis was performed. The patient's blood pressure was no longer there and chest compressions were done. The patient's blood pressure returned and fluid appeared again, then the pressure dropped. Began chest compressions and the patient went into atrial fibrillation. The catheters will not be returned.

Manufacturer narrative:
The patient was released 2 days after the procedure. There is no known permanent damage to the patient. The patient was a female and at least (B)(6) years of age according to the facility's ep lab. According to the customer, bwi products did not malfunction and did not the cause this event. The customer will not be returning the catheters for evaluation. If the customer returns the catheters to bwi in the future, bwi will perform an analysis and submit a 3500a supplemental report. Concomitant products: product code: d7l202515rt, brand name: lasso 2515, variable circular mapping catheter, lot # 15132655. Product code: cfp002, brand name: coolflow irrigation pump, (B)(4). Product code: s7001, brand name: stockert 70 rf generator, (B)(4). Product code: m470001, brand name: carto xp system, (B)(4).